Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had foggy vision. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as cystoid macular edema (cme). Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information on the returned form does not indicate the lens was explanted as initially reported. The form states glasses were provided. The reporting facility has not provided any further information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated the patient did not had their lens exchanged, was just unhappy with results. Surgeon refunded patient for their undesirable outcome.

Manufacturer narrative:
B.2. (Event outcome updated). D.5. (Date implanted known and date explanted known updated). H.6. (Imdrf health impact code updated to f24, FDA evaluation method code b20 added). Information was provided that the patient did not have the lens exchanged. Hcp refunded patient for their undesirable outcome. The manufacturer internal reference number is: (B)(4).